Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they were reading the implantable neurostimulator (ins) prior to the battery replacement and the ins was showing out of regulation (oor) on the tablet. Elective replacement indicator (eri) was noted, but they do not know when. Settings were at 3v, 140/160 0+1- left side and 01 showed 160 ohms. The following was reviewed: oor and low impedance consideration, programming with low impedance battery longevity considerations, oor meaning, check impedance post replacement, alert surgeon if needed to about impedance issue and neurologist about programming. No patient symptoms were reported. Additional information was received from a manufacturer representative (rep) on 2020-aug-26 reporting low impedance was confirmed. They switched to another group that did not contain the combined configuration. The cause of the low impedance and oor was not determined and they believe the issue was resolved once turned on and changed groups during replacement.